Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they had an occipital nerve implant, and since (B)(6) 2016 they had been experiencing a bunch of migraines, and had been hospitalized three times since (B)(6) due to the migraines. The consumer spoke with a neurologist who recommended they meet with the manufacturer¿s representative (rep) to be checked out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.